Manufacturer narrative:
An event of difficult to advancing and fracture was reported. The reported difficult to advancing could not be replicated in a testing environment due to the returned conditions of the device (bent wire and uncoiled wire). The reported fracture wire did not confirmed. Additionally, it was observed that the wire was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported difficult to advancing and fracture could not be conclusively determined. The observed bent wire appears to be related to post-procedural handling. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was chosen for procedure. There were no issues with the product packaging. There were no problems noted during device preparation. During the procedure, there was unusual resistance when trying to pass the wire through the introducer. The decision was made to proceed with using the wire. Upon introducing the 18mm amplatzer sizing balloon ii, resistance was felt when advancing the balloon, and the wire began to show signs of entanglement. When the balloon was about to be removed, the situation worsened, and the wire started to tangle and show signs of wear with the nylon fraying and forming a bundle of fibers. The wire was removed and replaced with another amplatzer guidewire. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was chosen for procedure. During the procedure, there was unusual resistance when trying to pass the wire through the introducer. The decision was made to proceed with using the wire. Upon introducing the 18mm amplatzer sizing balloon ii, resistance was felt when advancing the balloon, and the wire began to show signs of entanglement. When the balloon was about to be removed, the situation worsened, and the wire started to tangle and show signs of wear with the nylon fraying and forming a bundle of fibers. The wire was removed and replaced with another amplatzer guidewire. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to advancing and fracture was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was chosen for procedure. There were no issues with the product packaging. There were no problems noted during device preparation. During the procedure, there was unusual resistance when trying to pass the wire through the introducer. The decision was made to proceed with using the wire. Upon introducing the 18mm amplatzer sizing balloon ii, resistance was felt when advancing the balloon, and the wire began to show signs of entanglement. When the balloon was about to be removed, the situation worsened, and the wire started to tangle and show signs of wear with the nylon fraying and forming a bundle of fibers. The wire was removed and replaced with another amplatzer guidewire. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.